Event description:
Customer called for assistance with reservoir setup and mentioned that the buttons on her insulin pump are not responding. Blood glucose reading was 218 mg/dl. The customer stated that everything works until she gets to reservoir setup, then she could not select the option. Assisted with programming the insulin pump and turning off the auto-off feature. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).